Manufacturer narrative:
The company representative examined the system and found a system message - pneumatics mechanism timeout in the event log. The manifold assembly and the cable were replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. (B)(4) (device operational issue). (B)(4).

Event description:
The customer reported during a vitrectomy and secondary intraocular lens implant surgery, the system displayed a message, the pressure went low, and a strange gas noise was heard. The system was rebooted and the irrigation and aspiration started working again; however, the vitrectomy did not work. The surgeon used the irrigation and aspiration mode to perform the vitrectomy and the procedure was completed without further incident. There was no harm or injury to the patient.